Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and the catheter was kinked next to the bushing and the clip has both activations performed. Additionally, the clip assembly is damaged on the bottom part. Functional examination was performed, and the clip was detached from the control wire since the handle has no communication with the clip. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed. Based on the returned device, it was found that it was unable to deploy properly, and this was due to once they tried to reposition the clip, it was already activated. This unit has signs of an excess of manipulation due to the capsule tabs are damaged. So, according to this evidence, it was most likely that as part of the device manipulation during procedure/preparation, the physician without noticing it, performed the first activation, cause a soft deployment and when the physician tried to pull back the handle for adjusting the clip assembly on the bushing again, this action induced that the capsule get localized incorrectly on the bushing and the yoke got detached from the control wire due to the force applied to the handle, therefore, causing that the capsule got deformed. Finally, when the physician tried to open the arms again, this action cannot happen since the clip assembly was already stuck into the bushing and the yoke was detached from the control wire. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During preparation, upon opening the device from the package, the catheter towards the stem of the clip was bent. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing.